Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left coronary artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a 2mm longitudinal balloon tear.

Manufacturer narrative:
Returned product consisted of a stingray lp balloon catheter. The device was microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. At 2.6cm from the strain relief, the shaft of the device was kinked. At 1mm proximal to the proximal markerband, there was a 2mm longitudinal tear to the balloon. The balloon was loosely folded. Product analysis could not confirm the reported event, because the clinical circumstances could not be replicated. There was an unreported shaft kink and a longitudinal tear to the balloon.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Returned product consisted of a stingray lp balloon catheter. The device was microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. At 2.6cm from the strain relief, the shaft of the device was kinked. At 1mm proximal to the proximal markerband, there was a 2mm longitudinal tear to the balloon. The balloon was loosely folded. Product analysis could not confirm the reported event, because the clinical circumstances could not be replicated. There was an unreported shaft kink and a longitudinal tear to the balloon.

Event description:
Reportable based on device analysis completed on 29sep2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left coronary artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a 2mm longitudinal balloon tear.